Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose since (B)(6) 2018 with blood glucose levels of 36 mg/dl at the time of the incidents. The customer was at 230 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as mental confusion. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering insulin. The customer reported a protruding drive support cap. The customer also reported battery longevity issues. Troubleshooting was completed but did not resolve the issue. The customer is constantly changing their reservoir as they run out of insulin. The insulin pump will be returned for analysis.